Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. External visual inspection showed no signs of any physical damage. The heater tray/scale was not obstructed. Two simulated treatments were performed using the received cycler and there were no alarms that occurred during testing. A simulated treatment was performed in which the amount of fluid delivered to a pseudopatient bag during each fill phase was weighed. The weighed fluid volumes were compared against the programmed fill value, and the weighed volumes for each fill phase were determined to be within expected tolerance for the liberty cycler. The valve actuation test, system air leak test passed, and patient sensor calibration check passed. The load cell value and verification was within tolerance. The teach pumps test passed. The internal, visual inspection of the cycler unit found no discrepancies. A device manufacturing record review was conducted and confirmed there were no deviations or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specifications.

Event description:
A continuous cycling peritoneal dialysis (ccpd) patient called technical support stating that he felt extremely full and short of breath following treatment. He manually drained 4800ml and felt much better. Upon follow up with the patient's pd nurse, she stated that she was aware of the patient's large drain volume, discomfort, and shortness of breath. She confirms that the patient's symptoms resolved once he completed the drain. There was no serious injury or need for medical intervention as a result of this event. The patient was re-educating regarding the use of the stat drain function. There have been no additional issues. The patient was instructed to complete treatments manually until the replacement cycler arrived, no missed treatments. The patient remains with the ccpd program. The reported drain volume of 4800ml was 240% over the expected drain volume which resulted in a reportable device malfunction.